Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, several patients did not crossover to the anesthesia station during their cases. These patients were visible in the operating room medstation but not on the anesthesia device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the patient was not crossing into a-stations during case. A technical support specialist (tss) dialed into the server, ran a patient query, and consolidated the findings. The results showed that for the specified visit ID, pyxis received the admit, update, and discharged messages for the patient at the care unit. The tss confirmed that pyxis did not receive an update message for the specific location during the time in question. For this visit ID, pyxis first received an admit message for the care unit, followed by a register message for the location. This sequencing explains why the patient was displaying as expected. The tss sent the findings to the customer via an external encrypted email, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, several patients did not crossover to the anesthesia station during their cases. These patients were visible in the or medstation but not on the anesthesia device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.